Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube, cracked reservoir tube lip, and red stains on the drive support disk sticker and address and serial number label were noted during the visual inspection.

Manufacturer narrative:
This information is provided to supplement the details provided of our original medwatch form. This information includes event details that we became aware of after the original medwatch form was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2015-42988 for reservoir report.

Event description:
Medtronic minimed received information from a legal representative regarding further details pertaining to the car accident.the customer lost control of his vehicle and unintentionally left the designated roadway and veered off of a cliff, causing his death. It was confirmed that the customer was wearing the insulin pump, reservoir and infusion set at the time of the incident.

Event description:
We have been notified by a law firm that on (B)(6) 2013 the customer has passed away in an automobile crash. The analysis of the insulin pump, reservoir, and infusion set have been requested. No further information is available at this time.